Event description:
It was reported that during an arthroscopic knee procedure using the ambient super multivac 50 ifs, the metal screen at the tip of the wand broke off inside the surgical site. The surgeon was able to retrieve the broken piece with graspers and is confident that no debris was left inside the pt. The procedure was finished without significant delay using a back-up wand. There were no pt complications reported as a result of this event.